Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had cosmetic damage. The customer¿s blood glucose was 198 mg/dl. Customer reported that she got a replacement insulin pump and it was cracked and the o-ring fell out. Customer reported that it was damaged out of the box. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump received with broken reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.